Manufacturer narrative:
Approximate age of device- 8 years, 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Heartmate ii pump ( model # 105306 / serial # (B)(4)) reported on MFR# 2916596-2019-03484.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was found unresponsive on (B)(6) 2019. The pump was turned off per family wishes. Log file analysis observed low voltage advisories while on batteries. These were due to the patient running the batteries down below the low voltage advisory threshold. Also observed was a no external power alarm while on the mobile power unit. This was caused by power to the mobile power unit being briefly interrupted. The power and flow did show an elevation with a decrease in the average pulsatility index over the last few days of the log file. Suspected cause of death was a stroke. Patient was do not resuscitate/do not intubate.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The submitted log file contained approximately 36.5 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log file captured no external power and low voltage hazard alarms due to a temporary loss of power while connected to the mpu on (B)(6) 2019 from 02:05:50 to 02:05:59. The backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit throughout the log file. Technical services noted that a few possible causes for the no external power alarms are the ac power cord coming loose from the mpu or from the wall outlet, or the housing losing power. Additional information provided stated that no equipment will be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.